Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was close to 400 mg/dl at the time of the incident and insertion came loose. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.